Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue. The inflow malfunctioned, and the pump increased flow pressure sporadically at very high rates. Extravasation occurred quickly but seemed to be reduced at the end of the case, no adverse effects occurred. This occurred during use with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information over the phone: this event occurred during a shoulder arthroscopy procedure on (B)(6) 2023. The localized extravasation occurred at the end of the case in the shoulder area of the patient, the pump was then no longer used as the case was completed. The surgeon was able to remove the excess fluid at the end of the case, there was no adverse effect reported, no prolonged recovery, and the patient was discharged from the outpatient surgery center after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and noted signs of wear and tear. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump did not trigger an alarm, the rollers did not stop moving, and the pressure of the pump jumped from 35 to 71. This behavior is not expected. A probable cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2020.